Event description:
During follow-up, interrogation showed multiple episodes non-sustained ventricular tachycardia, however there was no egms stored in the device memory. The patient did not experience any adverse consequences due to this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was reprogrammed and device logs were cleared to resolve the issue.